Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung lobectomy, the device fired, but there was poor staple formation described as staple was stuck. The staple line was also incomplete at the distal part. Another handle and reload were used to complete the case. There was no patient injury.